Event description:
Customer reported that pump did not hold a charge, took a long time to charge, and had multiple scratches on the screen. There was no reported impact to the customer's blood glucose level. Customer declined further troubleshooting as they are out of warranty and in the process of renewal, and no additional action was taken.